Event description:
During lead revision surgery, the physician decided to replace the implantable pulse generator because the pt had not charged the battery, therefore, he was unable to read or test the new leads. The pt is reportedly doing well following explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for eval.